Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited oversensing of noise and a high out of range pacing impedance measurement of greater than 3000 ohms. The ra lead was also observed not to pace the patient properly. As the patient was not reliant on ra pacing, the ICD was reprogrammed to vvi and remains implanted in the patient. No adverse patient effects were reported.